Event description:
It was reported that shaft break occurred. The 90% stenosed, 1.5mm x 1.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 1.5mm x 1.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the device was removed by snaring.

Manufacturer narrative:
A2: age at time of event: 18 years or older. B1: adverse event/product problem: updated from product problem to adverse event and product problem. B2: outcomes attib to adv event: updated to required intervention to prevent permanent impairment. H1: type of reportable event: updated from malfunction to serious injury. H6: impact codes (1): updated from no health consequences or impact to additional device required.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 1.5mm x 1.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the device was removed by snaring.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of an emerge otw balloon catheter. The device was visually and microscopically examined. There were numerous shaft kinks to the device. There was contrast in the inflation lumen and the balloon was tightly folded.